Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead threshold had increased and was now high. It was also noted that p-wave sensing had decreased since implant. The patient reported the device had moved. Follow up yielded no information. The device and lead remain in use. No patient complications have been reported as a result of this event.